Event description:
It was reported in 2008, a stenting procedure to treat intracranial atherosclerotic disease in the right vertebral. The patient has a history of hyperlipidemia, hypertension and chf (congenital heart failure). For this procedure in 2006, pre-procedure stenosis was 70%. The patient "...was pre-medicated with aspirin and clopidogrel." Pre-dilation was performed with a balloon catheter, followed by implantation of the subject device (stent). Residual stenosis is unknown. During the procedure, the patient had access site hematoma, which was treated with compression and resolved without residual effects the next day. Prior to discharge on the same day, the patient had a tia (transient ischemic attack), which was treated with unspecified medications. This resolved without residual effects the next day. Cerebral imaging performed three months later, noted asymptomatic target lesion restenosis (55%); however, no revascularization was performed.

Manufacturer narrative:
Subject device was placed without incident; however, the patient had a tia prior to discharge. As well, asymptomatic target lesion restenosis was noted in a follow up visit. Requests for follow up information have been unanswered to date. The reported adverse event (tia - transient ischemic attack, hematoma, restenosis) is contained in the device directions for use. The subject device was used off-label because it should be used with a gateway balloon catheter. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.